Event description:
The patient's pulse oximeter was alarming. The staff entered the room to find the vent circuit laying in the bed, low oxygen saturations and a heart rate of 48. (Staff report that the vent did not alarm, only the pulse ox did.) Patient was bagged on 100% oxygen and heart rate increased with a few seconds of bagging. Pt was started on a dopamine drip and remained unstable throughout the day. The patient also began seizing and a neuro (neurology) consult was ordered. There was an eeg done and there was severe anoxic encephalopathy. Biomedical engineering tests: preventive maintenance tests passed. No problem found.